Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 34 mg/dl. Customer addressed bg with orange juice. Bg was reportedly due to incorrect carbohydrate counting and exercise. Reportedly, customer worked with healthcare provider to adjust pump settings.